Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 420 mg/dl at the time of the call. The customer declined troubleshooting the insulin pump and stated she had an issue with the infusion set and wanted the set replaced. The customer stated that she would be treating with manual injection.